Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer responded and indicated that the device will be replaced and will not be returned to zoll.